Event description:
The following has been reported: biomed reported: "tubing issue after trying a new infusion a new cassette. Tubing set issue after multiple tries of using different cassette.". Injury/adverse reaction: no. Infusion stoppage: yes. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for air detector failure. During initial testing the pump was able to pass mock infusions and ran successfully for several hours. The device was reverted to manufacturing mode and underwent admin set ID testing which it failed consistent with a failed air detector. An internal investigation was performed and no physical damage or faults were identified.